Event description:
Intl customer reports suspicion of surgical patties leading to pt infection. The patties are reported to have appeared with spots while still in closed sterile packs that were stored under questionable conditions for a period of up to many years. Multiple lots have been reported but the product code(s) not identified. The event has not been related to an isolated product or lot code to date.